Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found deformed during functional testing prior to insertion.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire assembly for evaluation. The guide wire was returned retracted within the advancer tube and showed evidence of use. No other components were returned. The portion of the guide wire exposed out of the advancer was observed to be kinked/distorted. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The guide wire was kinked 24 mm from the distal tip. The outer diameter of the guide wire was measured and was found to be within specification. The overall length of the guide wire measured 455 mm which is not within the specification of 596-604 mm per guide wire product drawing, although it is within the length specification of other standard guide wires supplied by teleflex. Therefore, it is believed the customer either returned an incorrect guide wire or reported an incorrect part number. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations along the body. A device history record review did not identify any manufacturing related issues. Dimensional inspection revealed the returned guide wire was a different size (length) guide wire than that supplied in the reported kit. Although the guide wire length is not relevant to the reported issue, a probable root cause could not be determined due to the discrepancy between the customer report and the returned sample. Based on these circumstances, the root cause is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) was found deformed during functional testing prior to insertion.